Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent telemetry and therefore the link electronic module (lem) was replaced. Analysis also found that the latch tabs were broken off from the cord bay and that the latch was missing from the media bay door. Both the power cord bay and the media bay door were replaced. (B)(4).

Event description:
It was reported that there appeared to be an issue with the connection between the programmer and the radiofrequency programmer head. It was noted that there had been repeated instances where it was difficult or not possible to achieve telemetry with implanted devices. Changing out the programmer head (several times) did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.